Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002;81:72-77, that the pt developed pain in the lower extremeties following a sling procedure. The pain was located in the region of the gluteal muscle and thigh. The pt was prescribed anti-inflammatory drugs and the pain subsided.